Event description:
It was reported that the patient is experiencing fluid drainage at the lead site. The patient is being treated with antibiotics even though, as of (B)(6) 2013, no cultures had been taken. A sjm representative followed up with the patient on (B)(6) 2013 and reported that cultures had been taken and the results were negative, patient was advised to continue antibiotics. On (B)(6) 2013, a sjm representative was made aware that the patient's sutures had ruptured. Intervention included, washing and re-suture of the incision site. As of (B)(6) 2013, follow up indicated that the patient is healing well and no further interventions have been taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.